Event description:
The customer reported a speaker inop on their intellivue mp5sc spotcheck monitor. There was no audio being emitted from the speaker assembly. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.